Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2020-21533. It was reported that patient experienced excessive fluid discharge from the midline incision, redness and swelling at the ipg site. Infection was eventually confirmed. Surgical intervention was undertaken on (B)(6) 2020, wherein the entire system was explanted to address the issue.